Event description:
It was reported that right atrial (ra) lead exhibited low impedance, failure to sense or capture. Fractured (clavicular crush) was confirmed via imaging. The lead was explanted and replaced. The patient is in stable condition.